Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their blood pressure was high and their heart rate was fluctuating. The patient noted that they spoke with a family physician, who expressed concerns about the cardiac resynchronization therapy pacemaker (crt-p) functionality. The crt-p remains in use. No further patient complications have been reported as a result of this event.